Manufacturer narrative:
A visual assessment was performed after disinfection. The catheter was kinked in several locations beginning near the distal end. As received, the working channel sleeve did not protrude. However, maximum working channel sleeve protrusion was noted when the tip was articulated by turning the small knob in the counterclockwise direction and the large knob in the clockwise direction. A functional evaluation was performed. The device was plugged into the controller. No image was displayed. Although the reported complaint incident of ¿inadequate visualization ¿ pixelated image¿ was not confirmed, a visualization issue was confirmed through no image being displayed. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the ductus choledochus during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the image just suddenly lost and only pixelated colors appeared. This happened towards the end of the procedure and the procedure was completed with this device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.